Event description:
Pt reportedly fell at home on (B)(6) 2010 and was implanted with a humeral nail and distal femur plate on (B)(6) 2010. Surgeon noted pt had healed. Pt complained about pain and surgeon decided to remove all hardware. Hardware was removed (B)(6) 2011. Hardware was discarded by hospital. This is the 1st of 2 reports submitted on this event.

Manufacturer narrative:
Additional info has been requested. Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number. Additional info has been requested.